Manufacturer narrative:
Age at the time of event: 18 years or older. A promus premier ous mr 8 x 4.00 mm stent delivery system (sds) was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. The stent struts from the first proximal stent strut row were noted to be slightly flared. The undamaged crimped stent outer diameter was measured using snap gauge and the result was within max crimped stent profile measurement. The balloon was reviewed, and it appeared folded however the proximal stent struts appeared slightly flared as if they may have been subjected to some positive an examination (visual and via scope) found no issues with the tip. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported the stent dislodgement occurred. A 8 x 4.00mm promus premier drug eluting stent was selected for use. However, upon taking out from the casing, the stent was dislodged. The procedure was completed with another of same device. There were no patient complications reported.

Manufacturer narrative:
Age at the time of event: 18 years or older. Device is a combination product.

Event description:
It was reported the stent dislodgement occurred. As a 8 x 4.00mm promus premier drug-eluting stent was removed from its casing, the stent dislodged. The procedure was completed with another of the same device.